Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for device not completely de-aired during flushing and preparation was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the imaging evaluation. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances were identified. Prior testing has shown that a low guide sheath (gs) orientation during insertion into the patient may cause an air introduction event to occur. Available information suggests that an incorrect orientation of the gs during insertion into the patient likely contributed to the reported event.

Event description:
Per the report received from japan of a pascal ace procedure in mitral position, there was inadequate aspiration before insertion of implant system was reported. After the guide sheath insertion, air bubbles were observed in the left atrium. Flushing the sheath or de-airing was not performed. As per the operator, the event occurred when the guide sheath was low during the guide wire insertion into the guide sheath, which caused air entering into the guide sheath. It was a difficult case of barlow syndrome. St elevation and hypotension were observed. However, it was recovered without any intervention.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there was an air embolism. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.